Manufacturer narrative:
The device referenced in this report has been evaluated by olympus. The investigation is ongoing. Physical evaluation of the complaint device shows: initial leakage and electrical safety tests were performed reporting distal end insulation test failure. The plastic cover is cracked. There is heavy corrosion and contamination found at the forceps elevator and cover lens. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The customer reports an evis exera duodenovideoscope had distal end defects. The scope was sent to olympus for evaluation and repair at which time, the scope was found to have a cracked cover and forceps corrosion/contamination. There is no patient impact related to this occurrence.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the event occurred by physical stress applied to the distal end. Regarding inside the lens is dirty, it is likely that internal parts of the lens were corroded by moisture which invaded the device from the crack of the cover. This led to dirt invading the device from the crack of the cover and reached inside lens. Regarding the forceps elevator has foreign material, it is likely that the event occurred due to inappropriate reprocessing. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "important information ¿ please read before use: warnings and cautions: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." IFU (reprocessing manual) states regarding brushing method around forceps elevator as follows: "3.5 manual cleaning: brush the forceps elevator." Moreover, IFU (reprocessing manual) states as follows: "3.3 precleaning: if the endoscope is not immediately precleaned, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope." Olympus will continue to monitor the field performance of this device.